Manufacturer narrative:
The pacemaker is expected to be returned for laboratory analysis. Upon receipt and completion of analysis, this report will be updated.

Event description:
Boston scientific received information that during this pacemaker implant procedure, the physician attempted to place the right ventricular (rv) lead mid-septal. It took 30 turns to get the helix screw mechanism to extend, using 1 turn per second. The lead appeared to grab the myocardium with r-waves around 17 mv. Rv impedances measurements were stable at 600 ohms and threshold values were 1.1v through the pacing system analyzer (psa). When the physician connected the pacemaker (which had been programmed before implant) to the leads, a yellow screen was observed on the programmer. The physician removed the lead from the pacemaker and reconnected to the psa. The patient has intermittent heart block so there were intermittent pauses, but no reported injury. Sensing after reconnecting to the psa was 1 mv, but impedances and thresholds were consistent. The physician was able to reposition the lead to the apex, even though he preferred the septal wall for placement. In the apex, the r-waves were 13 mv, impedances were 893 ohms and thresholds were .7v. The physician then reconnected the rv lead to the pacemaker for additional testing, but the pacemaker would not come out of storage mode. A new pacemaker of the same model was used with no further issues. The cause for why the first pacemaker would not come out of storage mode could not be determined.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device memory was reviewed. Shortly after the device was removed from storage mode, the real time clock was reprogrammed and the device performed a lead safety switch, which changed the pacing lead configuration from bipolar to unipolar configuration. The exact timing of the lead safety switch was not determined as a result of the reprogramming of the device clock, but appeared to have occurred soon after the device was programmed out of storage mode. Pacing pulses may not have been seen if the device was out of the pocket when the lead configuration was unipolar. No error codes were found in the device memory to determine the type of yellow screen that was reported by the field. As the yellow screen was cleared in the field without reading it, no further analysis can be performed to determine the message seen on the programmer. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation from the field was not confirmed through laboratory testing.